Event description:
Upon receipt of the device, the user reported that part of the packaging was not heat sealed. There was no pt involvement.

Manufacturer narrative:
Date of event: the date of the event was not reported. Date entered has been estimated. This complaint was confirmed. Examination of the implicated product showed the defect to be a wrinkle or crease in the seal area. The defect was examined by the pouch manufacturer and confirmed to be a delamination or separation of the two layers of the mylar. They determined that the seal between the tyvek and the pe layer of the mylar was not affected and was intact. Burst testing was performed on three of the returned pouches to confirm that the seal strength met specification. The root cause is attributed to a supplier process related issue (ineffective corona treatment, due to momentary power fluctuation to the corona treater). An investigation on feasibility and cost of installing a process parameter monitoring system to identify power supply fluctuations. Currently pursuing timing to implement permanent corrective action to assure that the delamination issue will not reoccur. This report is being submitted to the FDA as a result of a retrospective review of product complaints.